Manufacturer narrative:
Product event summary- analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Capture detail shows ventricular threshold measurement increased from 0.375v on 2014-(B)(6).

Event description:
It was reported that approximately one day post implant, the patient complained of chest pain and shortness of breath. The physician performed an echocardiogram and a chest x-ray and admitted the patient for observation. The physician suspected a perforation. It was also reported that the right ventricular (rv) lead numbers were different from the initial implant, including high threshold greater than 6 volts in unipolar. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead (B)(6) 2014. (B)(4).